Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on an unknown date. During scope cleaning, the brush head detached. The detached brush was able to be retrieved from the scope. There was no patient involvement in this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4: this is a non-sterile device with no expiration date. Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block h6: imdrf device code a0401 captures the reportable event of brush head detached.